Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product had redness and erythema with purulent drainage over the device area which was treated with oral antibiotics. The patient failed to improve; hence, there was a concern that the device area may be infected. The computed tomography (CT) scan did not reveal any evidence of infection in the pacemaker site, however. The patient was diagnosed with methicillin-sensitive staphylococcus aureus cellulitis near the pacemaker site and was prescribed with a course of intravenous antibiotics. Additional information was received that this product was explanted due to infection and erosion. No additional adverse patient effects were reported.